Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shutdown unexpectedly. Reportedly, the customer plugged the pump into a power source and turned it back on. The customer's blood glucose level was 245 mg/dl. The customer indicated that a correction bolus would be delivered. It was noted that the customer reloaded the cartridge and resumed insulin delivery.